Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument insert tip fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage on the clamp arm. The broken piece, measuring approximately 0.103" x 0.125" in size, was returned with the instrument. No material appears to be missing. Root cause of this failure is attributed to the user. The complaint regarding the harmonic ace instrument insert tip fell off in patient was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs revealed that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted ladd's procedure, a piece of the tip on the harmonic ace instrument fell into the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted ladd's procedure, a piece of the insulation tip on the harmonic ace instrument fell into the patient. The surgeon was dissecting through an adhesion when the piece of insulation " fell off". The fragment was retrieved during the same procedure. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the distal portion of the harmonic ace instrument fell into the patient's abdomen while the surgeon was pulling the instrument out from an adhesion dissection. The instrument was cooling off at that time. A laparoscopic grasper was used to retrieve the fragment. The surgical team confirmed the entire fragment was retrieved. The surgeon confirmed there was no collision of instruments or any unintuitive motion. The instrument was inspected prior to use, but nothing out of the ordinary was noted. The 5mm cannula seal was used instead of a 5-8mm cannula seal, and some resistance was reported when inserting the harmonic ace instrument. The procedure was completed robotically, with stable patient condition. The patient was discharged two days later as the standard care.